Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he has had fallen twice, and he came in to make sure his stimulator was okay. Pt states that he noticed that it has been off a couple of times in the last 2 weeks, when he has not turned it off. Impedances were checked, and was okay. Pt is getting good stimulation down his right arm, where he needs it. Pt was asked to keep a log of when/if the stimulator turns off again and what his surroundings are. Recharge intervals were checked, and everything looked okay. He is charging on average, when battery is low and charging to 100%. Pt is to follow up with concerns or if it continues to turn off. Two new groups also were given with good efficacy. This issue has been resolved at this time.